Event description:
Patient underwent a scheduled outpatient brain CT scan. The technician programmed the machine at 800 ma instead of 80 ma. The department of health services radiation department did not require a report to be filed.